Event description:
The company representative reported that while he was completing a field action (replacing the power supply); the unit generated a "maintenance required code 2" (drive transducer offset failure) and "autofill failure" alarm. No pt was involved.

Manufacturer narrative:
The company representative replaced the drive manifold (0104-00-0018) containing the drive transducer. The unit was tested to factory specification. It functioned normally and was returned to the customer. The issue was narrowed down to known insufficient curing of epoxy on the transducer that resides within drive manifold. Due to increase in the number of transducer (part number # 0682-00-0076) failures, CAPA was initiated. It was concluded earlier that the cure time of the epoxy was not sufficient; as a result, the residual epoxy was contacting the pcb and causing impedance on the pcb. This may possibly result into reading drift and transducer malfunction. An improved impedance test was implemented by the transducer MFR. Later, the MFR updated the epoxy curing process to improve the implementation to properly cure the epoxy and prevent the epoxy from bleeding onto the pcb. In addition, an impedance test was added at maquet mfg facility to more effectively screen out the impedance failures. Health hazard eval determined the risk associated with this failure mode is non/negligible. The effectiveness of the change in the process was reviewed. There were no replacements made due to transducer failures to any pump with MFR codes later than (B)(4) 2011.(B)(4).